Manufacturer narrative:
The insulin pump had no vibration due to a broken wire on the vibrator motor. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate after battery change. Customer's blood glucose was 99 mg/dl. Customer reported that vibrate mode was on. Insulin pump did not vibrate during self-test. Customer was advised that insulin pump would need to be replaced.